Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode and device exhibited noise and oversensing. The noise was able to be reproduced with movement of the left arm and was suspected to be related to an issue with the electrode. An invasive procedure was performed. The electrode was explanted and replaced and the device remains implanted and in service with the replacement electrode. No additional adverse patient effects were reported.